Manufacturer narrative:
The investigation for the reported battery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the battery issue and its relation to the impella automated controller device was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, there was a battery failure red alarm. There was no report of patient harm or injury.